Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the lesion was heavily calcified so that the tip of guidewire was trapped and fractured. The patient had experienced no sequelae. The returned guidewire was fractured at approximately 33 mm distal to the middle solder located at 40 mm from the tip. The coil wire became wavy due to accumulated rotational stress as it was tightened. When the fracture site was observed, the core wire and the inner coil wire were also found fractured as the coil wire was tightened and fractured. Measuring the length of the returned guidewire revealed that the tip approximately 7 mm in length was separated. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that excess rotational force was inadvertently applied while the wire tip was trapped by the heavily calcified cto lesion. The force led the guidewire to fracture when the rotational force accumulated and reached over the product design limit. There was no indication of product deficiency. Instructions for use states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
During a pci to treat a heavily calcified cto lesion in the lcx #15, a guidewire was advanced but failed to cross. The subject guidewire was then advanced in an attempt to cross when the tip was trapped by the calcium and separated. Ivus was used to confirm the position of the separated tip that it stayed in the lesion and the physician decided to leave the separated as is.